Event description:
It was reported that a patient presented in-clinic. Upon examination of past interrogations, it was found that the patient's implantable cardioverter defibrillator (ICD) exhibited a sharp drop in battery longevity consistent with premature battery depletion. The ICD was explanted and replaced on (B)(6) 2021. No patient consequences reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.